Manufacturer narrative:
Correction: operator of device: healthcare professional should have been selected on the initial report. Correction: usage of device: reuse should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Alternatively, it is also likely to have occurred due to foreign matter adhering to the electrical contacts of the video connector. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (omsc) was informed via repair request that the customer endoeye flex deflectable videoscope ¿sometimes the image does not appear¿ which occurred during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The device was returned for repair. The service evaluation confirmed the customer¿s reported issue as an e216 (scope communication error) occurs due to dirt/debris on the electrical contacts of the video connector. Additionally, white spots or scratches are found on the image, the bending section cover glue is chipped or peeled off and there is breakage of the image sensor. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.